Event description:
On 07-jul-2023 it was confirmed that (B)(4) (emdr# 3001845648-2023-00363) (50 cases of off-label usage of mwest using procore needle) would be captured under (B)(4) (emdr# 3001845648-2023-00362) (50 cases of user error of stylet removed before needle advancement in mwest) as user error. Mwest using pro core needle is user error and not off-label usage. Cancellation us MDR being submitted as (B)(4) needs to be cancelled.

Manufacturer narrative:
PMA/510(k) # k210476. On 07-jul-2023 it was confirmed that (B)(4) (emdr# 3001845648-2023-00363) (50 cases of off-label usage of mwest using procore needle) would be captured under pr 396319 (emdr# 3001845648-2023-00362) (50 cases of user error of stylet removed before needle advancement in mwest) as user error. Mwest using pro core needle is user error and not off-label usage. Cancellation us MDR being submitted as (B)(4) needs to be cancelled.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2021, comparison between modified wet suction and dry suction, technique for endoscopic ultrasound-guided fine-needle biopsy in pancreatic solid lesions. Patients were divided into group a and group b according to a predetermined randomization schedule. For group a, the pass sequence was dst, mwest, dst, and mwest. For group b, the sequence was mwest, dst, mwest, and dst. Intervention: in the mwest, before the needle was inserted into the biopsy channel, the stylet was removed, and the needle was flushed with saline solution until the fluid dripped out of the needle tip. The air column was replaced with the fluid. A 10-ml syringe was prefilled with 2 ml of saline solution, and the valve was closed. The syringe was loaded to the 5-ml position (i.e. A 3-ml vacuum), and then attached to the proximal port and used for biopsy. After inserting into the biopsy channel and puncturing the lesion (fig. 1). In the standard suction technique (dst). After the needle was inserted into the biopsy channel, and the lesions were punctured, the stylet was removed. A syringe with 5-ml pre-vacuum was at-tached in a ¿locked¿ position (i.e. A 5-ml vacuum), to the proximal port of the needle and later used for biopsy. All eus-fnb procedures were performed, using a 22-gauge fnb needle (echotip procore; cook medical, limerick, ireland), which is known as a core needle. After endoscopic ultrasound demonstrated, no intervening blood vessels, needles were introduced into the lesions using a transgastric or transduodenal approach. Then, the valve was opened, and the needle was moved back and forth within the lesion 20 to 30 times to obtain the specimen. Then, the needle was withdrawn. In mwest, fluids in the needle were observed to be moving into the suction syringe. Four passes were performed on each solid lesion, with two techniques alternating according to the random group assignment. This file will capture the 50 cases of off-label usage of mwest using procore needle. No adverse effects.